Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as it was still under warranty, while the customer continued using the current pump for insulin delivery.